Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID 1474000500 and 510k # k091974 was marketed in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with revision surgery. Pre-operative diagnosis for this procedure scoliosis. It was reported that the left rod was broken. Rod replacement and extension. The crosslink had also been replaced. Replacement due to rod breakage. The patient issue has been resolved. The rod had been inserted on (B)(6) 2019. It was a growing rod treatment surgery.